Event description:
The consumer and healthcare provider (hcp) via the representative reported a pocket infection. The representative noted the patient was an fecal incontinence patient. Interventions involved the physician using three antibiotic courses, but that was not able to resolve the infection. The lead and the implant were explanted. It was indicated the issue was not resolved at the time of report. The patient's indication for use was bowel dysfunction/sacral nerv stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received reported that the patient had recovered from the infection and had been well enough for re-implant recently.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.